Event description:
The pt inserted a new infusion set headset on (B)(6) 2010 and the following day, experienced elevated blood glucose (value not provided). The pt continued to bolus through the infusion device for evaluated blood glucose through (B)(6) 2010. The pt found that the steel needle of the headset was detached from the self-adhesive and lodged in his abdomen. On (B)(6) 2010, the pt consulted with his physician and a surgeon and had x-rays. He was advised to wait and see what becomes of the needle and if necessary he will have exploratory surgery to remove the needle. The pt switched from infusion sets with steel needles to teflon cannulas. No further info is available. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.